Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and low blood glucose on (B)(6) 2020. Blood glucose reading was 593 mg/dl. The customer was treated with intravenous drip at the hospital. Troubleshooting for the customer's low and high blood glucose was declined. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.